Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain at home. At the time of follow-up, the outpatient clinic had not received documentation or verbal notification concerning this patient¿s diagnosis, treatment data or details of his hospital course. The patient remained hospitalized and anticipating discharge to home. Additional follow-up attempts were conducted to acquire further details concerning this patient¿s hospitalization and infection; however, no additional information was obtained. In the intake, it was reported this patient experienced peritonitis that was not caused by the cycler but attributed to ¿something else¿. From the patient contact¿s statement, it can be concluded that there is no allegation or objective evidence indicating this patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any device(s) or product(s). Any temporal relationship between pd therapy and the onset of infection remains unknown.

Manufacturer narrative:
Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s infection cannot be determined; however, per the initial report by a patient contact, there was no indication this patient¿s peritonitis and associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). Though the exact cause of infection cannot be determined, it is well known that nonadherence to asepsis through touch contamination is the leading source of transmission of peritonitis causing pathogens. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient contact reported a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain at home. At the time of follow-up, the outpatient clinic had not received documentation or verbal notification concerning this patient¿s diagnosis, treatment data or details of his hospital course. The patient remained hospitalized and anticipating discharge to home. Additional follow-up attempts were conducted to acquire further details concerning this patient¿s hospitalization and infection; however, no additional information was obtained. In the intake, it was reported this patient experienced peritonitis that was not caused by the cycler but attributed to ¿something else¿. From the patient contact¿s statement, it can be concluded that there is no allegation or objective evidence indicating this patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any device(s) or product(s). Any temporal relationship between pd therapy and the onset of infection remains unknown.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.